Manufacturer narrative:
Device evaluated by MFR.: upon receipt at boston scientific's post market laboratory, no outer abnormalities were observed. A test guidewire was attempted to be inserted into the catheter, but it could not advance through the catheter due to resistance felt within the guidewire lumen during the insertion attempt. Dissection of the catheter revealed a broken guidewire lumen potentially caused by the mechanical stress of pebax break, delamination, and collapsed braid. Additionally, some white spots were observed on the break point of the pebax. The reported event was confirmed. H6: device codes - corrected to account for guidewire difficulty during preparation.

Event description:
It was reported that for a pulse field ablation (pfa) procedure to treat an atrial fibrillation a farawave pulse field ablation catheter was selected for use. During catheter preparation, the handle had resistance and would not advance to the basket. The wire was also unable to be removed from the catheter. The device was replaced, and the procedure was completed successfully. No patient complications were reported. The device was returned for laboratory analysis.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that for a pulse field ablation (pfa) procedure to treat an atrial fibrillation a farawave pulse field ablation catheter was selected for use. During catheter preparation, the handle had resistance and would not advance to the basket. The wire was also unable to be removed from the catheter. The device was replaced, and the procedure was completed successfully. No patient complications were reported. The device is expected to return for laboratory analysis.